Event description:
Boston scientific received information that an alert was detected due to high pacing impedances with this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The ICD and rv lead remains inservice at this time.

Manufacturer narrative:
The field representative was contacted and was not able to provide any further information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient underwent a lead revision due to ongoing issues with out of range pacing impedances, and now increased threshold measurements. There were no reported noise episodes or inappropriate shocks or inappropriate sensing as a result. A new pace/sense lead was successfully implanted. The ICD lead portion remains in service. Since the device had less than one year longevity remaining, the physician elected to replace the device during the same procedure for the lead revision. No additional adverse patient effects were reported.